Event description:
It was reported that during an ankle arthroscopy procedure, the surgeon was using a blade and the distal tip of the blade fell off into patient. Delay of surgery was 30 minutes. Tip was retrieved. No injury to patient.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.